Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present; not detached as reported. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the pad on jaws came off. Same like product used to complete procedure. No delay reported. No adverse event to patient. One device will be returning.